Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose value and also had a partial display. The customer's current blood glucose is unknown. The customer did experience diabetic ketoacidosis due to high blood glucose value. The customer was treated by insulin injections. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had a severely cracked and bleeding lcd. Unable to verify missing segments due to severely cracked and bleeding lcd. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to severely cracked and bleeding lcd. Unable to perform the pump trace history download or carelink upload due to severely cracked and bleeding lcd. Device also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).